Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ems device was returned non-functional. The device was disassembled to verify the integrity of the internal components; the return spring was found disengaged from the driver link, as a result of the driver link being broken. Although no conclusion could be reached as to how the damaged to the driver link occurred; it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, by fixating a mesh intra-abdominal, the device handle broke and couldn¿t be used anymore. They used a new device to finish. No extra pressure or friction was used. No patient consequences reported.

Manufacturer narrative:
(B)(4).